Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Upon follow-up with the customer it was specified that the cardiac problem was angina. The device was filled with 0.9% nacl rather than previously reported 5% glucose. Evaluation summary: the device was received for evaluation. A visual inspection and flow rate testing was performed. The device was found to flow within specification. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an over infusion with a folfusor due to the device delivering sooner than intended. The folfusor was used to deliver 5-fu (fluorouracil) in nacl (sodium chloride) 0.9% with a total volume of 120 ml. The infusion was intended to be delivered over 48 hours, however, the infusion was complete in 36 hours. It was reported that the patient experienced unspecified cardiac issues. Treatment was not reported. There was no mention of a medical intervention. The patient¿s outcome was not reported. No additional information is available at this time.